Event description:
Patient was a male who was initially treated in the ER in late 2008 for sepsis, septic shock, and becoming unresponsive at home. Patient was treated in the ER, during which he was coded four times and subsequently taken to the cath lab where he received a heart cath, after an intra-aortic balloon pump. At that time he was found to have significant blockage in the right femoral artery with almost total occlusion to the proximal portion. Initially the balloon pump performed as designed. During two days from the following day, there were numerous alarms related to the balloon pump, which were corrected with repositioning and reinflation of the pump. The second day, staff observed blood in the pump tubing. The removal of the pump was done was very difficult, as it became stuck and approximately 90% of the balloon sheared off, leaving approximately 6 inches of the material inside of the patient. Patient was returned to the cath lab for balloon removal which was not successful. Patient later died on the or table before the balloon could be removed. The surgeon stated to the cardiologist that the veins in the patient were "like lead pipes. Physician is of the opinion that the balloon sheath likely caught on calcifications in the artery and that this incident had little if nothing to do with the patient's ultimate outcome. Date of use: 2008. Diagnosis: aortic blockage.